Event description:
It was reported that the power knob was in off position but screen was still lit up. There is no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.